Event description:
It was reported that after a tonsillectomy procedure using a coblator ii controller with an unknown arthrowand, the patient suffered a post operative rebleed. The patient was taken back into the operating room to address the rebleed. No further details regarding the outcome were provided; however, no other patient complications were reported as a result of this event.